Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had 4 electrode channels with high impedance (1.9, 11, 12) and one short circuit (between 3-4) on (B)(6) 2014. On march 14, 2014 only 3 electrode were in status high (9, 11, 12). The implant check is planned in 2 weeks (calendar week 14).